Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was to be implanted in the esophagus to treat a cancer during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the tip of the device got caught in the esophageal tissue. The device was pulled back; however, the tip came off into the esophagus. The detached tip was removed using rat tooth forceps, and the procedure was completed using another wallflex esophageal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.